Manufacturer narrative:
Mfg lot record review: a review of the mfg. Lot database for the reported lot number 2648632 (mfg. 03/2013) shows (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the mfg. Lot build. Findings: the involved tego connector was not returned for analysis and confirmation. The exact cause of the reported event, product issue is unknown. Other: previous investigations of reported tego leakages have identified usage related component damages as contributing causes. Although not always repeatable component damages that were replicated were attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and/or off-center access with a long male luer slip type connector(s) while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2.

Event description:
Int'l. (B)(6) complaint received concerning leakage issues with use of d1000 tego connector. The information (as translated) reports "...blood leak on the cap of the canaud catheter, 20 minutes after locking the catheter with a citrate lock solution. Protective measure: the patient has to come back to the hemodialysis department, change of the dressing and the tego caps." The involved tego connector was reportedly discarded. Although additional information and return of same lot tego samples were requested, as of the date of this report there has been no response.